Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a system error 2240 alarm that was caused by a loose connection between the cassette line and supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. It also provides step by step instruction for connecting solution bags. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on the homechoice device during dwell two of three of peritoneal dialysis therapy. The home patient was connected to the device at the time of the event. During troubleshooting, it was noted that the connection between the cassette line and the supply bag was not tightened completely. The power was cycled to clear the alarm and the patient was to notify their nurse of any missed therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.